Manufacturer narrative:
No medical records were provided; however, a photo image was provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after completing the biopsy procedure, the biopsy needle allegedly broke after the device was removed from the patient and the procedure had been completed. Reportedly, no additional medical treatment was needed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There were no manufacturing anomalies identified or changes which may have caused or contributed to the reported event. Investigation summary: the cannula was returned for evaluation. The distal end of the cannula was found to be broken off. The break off site was located at the thread. There was no indication of any device damage caused by improper use by the customer identified. As a result of the investigation performed the complaint is confirmed. However, based on the available information and the evaluation of the sample a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section warnings it is stated: "in case the ostycut¿ biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut¿ biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut¿ biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction." Sections instructions for use states: "advance the ostycut¿ biopsy cannula in parallel with the anaesthesia needle to the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. As soon as the threaded part of the cannula obtains a grip in the bone, hold the needle hub in place and withdraw the stylet. Continue puncture by further clockwise rotation of the ostycut¿ biopsy cannula until the opposite internal bone wall is reached, since this enables easier detachment of the tissue cylinder." The catalog number identified has not been cleared in the us, but is similar to the ostycut disposable bone biopsy needle products that are cleared in the us. The 510 k number and pro code for the ostycut disposable bone biopsy needle products are identified.

Event description:
It was reported that after completing the biopsy procedure, the biopsy needle allegedly broke after the device was removed from the patient and the procedure had been completed. Reportedly, no additional medical treatment was needed. There was no reported patient injury.